Event description:
The customer reported that a tpn bag contained 268 ml was hung on (B)(6) 2014 at 1130 to infuse at 7ml/hr. At 0825 on (B)(6) 2014, the pump alarmed "air-in-line" and upon response to the alarm, the nurse noted that the tpn bag was empty with air in the tubing. Blood glucose testing was required. There was no pt harm. The pt was discharged on (B)(6) 2015. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. Although requested, the affected devices have not been received. A follow up repot will be submitted with investigation results should the devices be received for evaluations.